Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into the hospital for a regular check in and mentioned that he did not feel well a few days prior. Log files were retrieved which showed a pump stop on (B)(6) 2022. It was noted that the patient was connected to the mobile power unit when he was feeling unwell. The log files showed that the speed was restored after the power was switched to 14 volt batteries and the patient felt good again. The controller and mobile power unit were exchanged. Log file analysis showed that the patient was connected to the mobile power unit until there was an atypical loss of external power on (B)(6) 2022 at 11:54:02. The backup battery provided power during this event until 11:56:10. On (B)(6) 2022 at 11:56:24 the power from the backup battery was lost and the system controller was reset causing a pump stop. This event cleared once 14v battery power was connected at 11:56:36. There were no external power alarms at (B)(6) 2022 at 11:57:54 - 11:57:55 and 16:17:43 - 16:17:46 due to the patient disconnecting both power leads simultaneously while on 14v battery power. The backup battery provided support during these events and they cleared once 14v battery power was reconnected. There were also atypical backup battery faults due to circuit faults on (B)(6) 2022 at 14:58:28, (B)(6) 2022 at 11:31:51, and (B)(6) 2022 at 04:03:27 - 04:03:36. These events cleared on their own. Related manufacturer's reference number: 2916596-2022-10637.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (serial#: (B)(6) was serviced at the abbott european distribution center (edc) and a log file was submitted for review spanning approximately 7 days (on (B)(6) 2022 per timestamp). Events on 11may2022 are from product testing at abbot. On (B)(6) 2022 at 11:54:02 - 11:56:29 there was an atypical no external power alarm due to a loss of ac power while connected to the mpu. The backup battery was activated when this event initially occurred. There were no other notable alarms in the log file. The system was able to boot up as intended. The system was able to function as intended and passed all stages of functional testing. The mobile power unit was placed in the abbott rental pool after servicing. Additional information communicated on 17may2022 indicated that the mpu did not disconnect at the ac power outlet or back of the unit, that there were no environmental circumstances that may have affected power, and that there were no issues noted with the mpu. The root cause of the reported atypical no external power alarm was unable to be determined in this analysis. Incidental findings: damage to cable jacket. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power and backup battery fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (serial#: (B)(6) was serviced at the abbott european distribution center (edc) and a log file was submitted for review spanning approximately 7 days (on (B)(6) 2022 per timestamp). On (B)(6) 2022 at 11:54:02 - 11:56:29 there was an atypical no external power alarm due to a loss of power while connected to the mpu. The backup battery was activated when this event initially occurred and the event cleared when 14v battery power was connected. There were no other notable alarms in the log file. During testing at the edc, the system was able to boot up as intended. The system was able to function as intended and passed all stages of functional testing. The mpu patient cable was replaced due to superficial damage to the outer jacket and the mpu was placed in the abbott rental pool after servicing. The patient cable was tested further and there were no issues regarding the insulation nor were there any findings on the cable that may have contributed to a loss of power. Additional information communicated on 17may2022, indicated that the mpu did not disconnect at the ac power outlet or back of the unit, that there were no environmental circumstances that may have affected power, and that there were no issues noted with the mpu. The root cause of the reported atypical no external power alarm was unable to be determined in this analysis. During the investigation there were incidental findings of wire damage and damage to cable jacket. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power and backup battery fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's reference number: 2916596-2022-10637 and 2916596-2022-13637.